Event description:
It was reported that a 76 yo male patient, initial right knee implanted on (B)(6), 2016, underwent a revision procedure on (B)(6) 2023, approximately 6 years 6 months post the initial procedure. The surgeon called about a poly swap, because the patient had recalled poly. The debris were evident. They swapped the poly, and revised to a competitor¿s trabecular metal augmentation patella. The reported event is not related to the breakage of a device and did not lead to surgical delay/prolongation. The rep was unable to obtain images or x-rays. The patient was last known to be in stable condition following the event. No device returns anticipated as the hospital does not allow return. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: 4442224 02-010-01-0330 - logic femoral ps cem right sz 3 4020892 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t 4311015 200-02-35 - three peg patella 35mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported in may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and cracking or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.